Manufacturer narrative:
Device was used for treatment. Actual event date not known. X-rays taken - exact dates are unknown. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
On (B)(6) january 2010, synthes received a power point presentation on nflex rods titled nflex broken rod (B)(6) 2009 with no additional information provided. On (B)(6) 2013, this power point presentation of 63 slides was sent to the synthes post market risk manager for review. The following is a summary of his findings. For case 19, on the 12 month follow up image as seen on slide 63, the implant has migrated and this is a reportable malfunction. No further information was provided.